Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was receiving power source alerts and this was causing difficulty with charging the pump. The customer did not have any additional wall adapters to try during troubleshooting with tandem technical support. The customer reported a few hours later that the pump was able to be charged from 75% to 100% without issue. There was no impact to the customer's blood glucose level. A replacement wall adapter was sent to the customer. Multiple follow up attempts were made to determine if the replacement was able to charge the pump however no additional information was provided.